Event description:
Same case as MDR ID#: 2134265-2012-03463 and 2134265-2012-03465. Same patient as MDR ID#: 2134265-2012-03534, 2134265-2012-03535 and 2134265-2012-03537. It was reported that post a stenting treatment procedure, patient death occurred. (B)(6) 2005 - the patient received three unknown sized taxus express2 stents, two in the proximal left anterior descending (lad) artery to the distal lad and one in the left circumflex. The patient presented due to non-st elevation myocardial infarction. The physician observed two new stenosed lesions and in-stent restenosis (isr) of one of the previously deployed taxus express2 stents in the proximal lad artery. The physician started treating the patient with coronary artery grafting. Next, the 90% stenosed lesion located in the obtuse marginal was treated with placement of a 2.5x32mm promus element stent. The 90% stenosed target lesion located in the distal right coronary artery (rca) to the posterior descending artery was treated with placement of a 2.75x38mm promus element stent. Then, the 90% stenosed lesion located in the proximal rca was treated with placement of a 2.5x32mm promus element stent. During the procedure, the patient experienced low blood pressure, bradycardia, and mental change. The patient was treated with CPR, "temporary pm, iabp, emo". The physician treated the isr located in the lad with a drug eluting balloon, which improved timi flow from zero to one. The patient was moved to the intensive care unit, and then passed after 24 hours. The physician does not believe the promus element stents caused the patient's death, but a cause of death is unknown at this time.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).